Event description:
It was reported that a large volume infusor under infused. During an unspecified infusion, "only 12ml drops in 24 hours". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: the device was manufactured from march 10, 2022 - march 11, 2022. The device was received containing approximately 219 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. Additional microscopic inspection was performed on the flow restrictor which revealed that the cause of the flow problem was due to micro-air bubbles which blocks the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to improper filling technique during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.